Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted there was omentum with direct adhesions of small bowel to the mesh and kinking. It was reported that the patient experienced severe pain, inflammation, small bowel obstruction and extensive adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/20/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 11/08/2022.

Manufacturer narrative:
Date sent to the FDA: 11/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.